Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's hip was revised. A 36mm f liner was implanted. The reason for the revision was the patient was frequently dislocating due to some instability.